Event description:
The patient, who was short and heavy, was positioned at the end of one side of the table for the surgeon. At the conclusion of the case, the anesthesiologist began turning the table back and the entire table top slid off towards the ground and the patient followed.